Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the chronic right ventricular (rv) lead during the implant procedure. It was noted that the shock impedance measurements were normal and within range prior to the procedure with the old device however once connected to this device the measurements were greater than 200 ohms. The lead was disconnected, cleaned and connected several times but the issue remained. The chronic rv lead was surgically abandoned but a replacement lead could not be implanted due to stenosis. The patient remained hospitalized and six days later underwent an additional procedure where a new system was successfully implanted on the opposite side of the body. Besides surgical intervention, no additional adverse patient effects were reported.